Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device meets 75% expected longevity.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the patient's ipg had reached end of service. As a result, the patient may undergo surgical intervention to address the issue. It is undetermined if the device prematurely reached end of service.